Event description:
The caller alleged discrepant results when compared with lab results and the results are as follows: date: 2008; inratio: 3.6; lab: 2.4. Date: 2008; inratio: 1.4; lab: 2.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 3.6; lab: 2.4; mean: 3.0; confident limits: 1.8-4.2. Date: 2008; inratio: 1.4; lab: 2.6; mean: 2.0; confident limits: 1.3-2.7. As per internal procedure rev.2 the inratio and lab values are within the confident limits. The product will not be investigated.